Manufacturer narrative:
Original MDR was filed 20-dec-2018. Additional information (10-jan-2019): siemens headquarters support center (hsc) completed the investigation of the event. Hsc evaluated the information provided and the instrument data files. The cause of the event was component failure. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced multiple parts including sample arm, r1 transducer, sample pump panel inlet 3 way water valve, sample drain, sample pump panel, clot check board, hm wash tubing, hm wash probes, and r2 arm. The repairs resolved the hcg issue. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely depressed human chorionic gonadotropin (hcg) patient result on the dimension exl with lm system. A siemens customer service engineer has been dispatched to the customer site. Siemens headquarters support center (hsc) has requested additional instrument data logs. Siemens is continuing to investigate the event.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was not reported to the physician. The same sample was reprocessed on an alternate dimension and a higher result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.